Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.(UDI number, catalog number), are unknown. No information has been provided to date.

Event description:
It was reported that a patient was going to a hospital due to having tubing issues. The exact issue with the tubing is unknown. No pump issue was reported. This was a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. The reported product fault occurred while in use with the patient. The patient had additional cassettes to use and successfully continued the infusion. The issue was resolved. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information was received on 16-nov-2022 via email and attached to complaint object: the outcome of the event is resolved; the product is not being returned for investigation; patient info updated in complaint. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.